Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was interference on the monitor of the subject device, and the image was lost. The issue occurred during an unspecified endoscopy. The procedure was completed with the same device, and there were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
No new information provided by customer.